Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had change sensor alarm and calibration error. Customer's blood glucose at time of incident was 381 mg/dl. Customer stated the bad sensor alert occurred after a 2nd consecutive calibration error and discussed timing of calibration leading to alert and calibration protocol. Customer was advised to remove and change out the sensor. Customer was advised that we are sending replacement sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed continuity resistance test and sensor failed per specifications.